Manufacturer narrative:
The focus controller involved in this case was returned and evaluated with the following findings: failure analysis noted that the printed circuit assembly (pca) was unable to verify the reported camera focus problem in the system because the connector was broken. Through visual inspection, failure analysis found the pca connector had a broken housing and failure analysis was unable to connect the camera focus cable to the unit.

Event description:
A nurse from the site contacted intuitive surgical, inc. (Isi) technical support alleging that they were unable to focus from either the vision side cart (vsc) and the surgeon side console (ssc). A patient was undergoing a radical cystectomy da vinci procedure on (B)(6) 2013. Isi technical support had the site reconnect the camera cable on both sides and checked that the focus controller had power and confirmed that the camera cable was connected and had power. Nurse tried using a new camera cable and re-draped; however, the surgeon was still unable to focus. Patient was already under anesthesia when the site contacted isi. Due to the alleged issue, the surgeon made the decision to convert the surgical procedure to open surgical technique. The field service engineer (fse) replaced a new camera head and focus controller for the site and the alleged issue was resolved. Fse noted that the focus controller socket that the site had was actually broken.

Manufacturer narrative:
Focus controller was requested back for investigation. Isi has not received the focus controller as of date of this report. No previous complaint was reported relating to this event. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013 and no malfunction was found to have occurred during the reported surgical procedure. This complaint is being reported due to the following conclusion: since the surgeon was unable to focus from either the vision side cart (vsc) and the surgeon side console(ssc), the surgeon made the decision to convert the surgical procedure to open surgical technique.